Manufacturer narrative:
The reported events were ¿lead insulation torqued and not able to advance¿. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to be implanted due to a lead insulation damage. The rv lead was removed and replaced. The patient was in stable condition.